Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
Information was received that the patient was on anticoagulation due to a mechanical valve and developed a hematoma. The wound subsequently dehisced, resulting in exposure of the device and infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.